Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the pacemaker exhibited far r wave over-sensing. No intervention was performed. The patient was in stable condition.